Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The returned driver was visually inspected under magnification. Upon inspection, no significant signs of damage or wear was observed. The batch number is indicative of revision of this part number (80-0728). In this revision, there is no stick-fit/screw retaining feature and therefore functioned correctly in not retaining the screws during use. The user is being informed of this.

Event description:
It was reported during the procedure, the driver tip did not engage the screws. It was reported this occurred with two (2) different driver tips, and both driver tips were new. This issue prolonged the procedure by 20 minutes. No adverse patient consequences were reported. This report is related to report number 3025141-2022-00378 for the other driver tip involved.